Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to gastrointestinal (gi) bleed. The patient had a longstanding history of gi bleed dating back prior to left ventricular assist device (lvad) placement. The device was not explanted. An autopsy was not performed.